Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was process residue on a capacitor, designator c157, located on the analog pcb assembly. This resulted in an improper voltage at integrated circuit (ic) designator u46 on leg 7. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had a service wrench icon on its readiness display. There was no patient use associated with the reported event. Upon evaluation of the customer¿s device, physio-control found that the device does not recognize a shockable rhythm and does not charge and shock. As a result, defibrillation would not be possible if it were necessary.